Event description:
New information received indicates that the patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement indicator level. Electrical and mechanical evaluation performed under nominal settings indicated normal functionality. Further analysis of output parameters found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device exceeded longevity. Visual inspection found cautery mark on the can. Telemetry printout showed that the eri date was time stamped prior to manufacturing date. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis determined that the device had eri/eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient's pulse generator exhibited myopotential oversensing. The pulse generator was explanted and replaced. Patient status was unknown.